Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient presented with gall stones and required insertion of a ultrathane mac-loc locking loop biliary drainage catheter. The device was utilized for three days until the biliary drain was removed. During a routine endoscopy, a suture fragment was identified as retained in the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
See h10

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Method code: (4114) device not returned results code: (114) operational problem identified conclusion code: (4315) cause not established investigation - evaluation a review of the device history record, instructions for use, manufacturing instructions, specifications, drawing, quality control, complaint history, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device found no apparent suture threading within the catheter tubing or around the distal end. Dimensional analysis confirmed the device components had been manufactured to the correct dimensions and specifications. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. The instructions for use(IFU) states, ¿while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free).¿ it appears the physician did as instructed. However, it is not known if there was any difficulty placing the device or if during the locking of the loop mechanism during placement the suture may have been damaged. No information was provided regarding any inadvertent pulling or tensions on the device that could have contributed to the suture breaking. A suture string breaking during use could potentially cause the catheter to move or migrate out if the intended location and prevent adequate drainage and thereby lead to infection or inadequate drainage requiring replacement. Also, the suture may need to be surgically removed. Both of these events could potentially cause significant harm although no patient harm has been reported regarding this event. At this time the most probable causes of this event could be related to medical procedure, device handling or device failure related although this cannot be currently confirmed. The device was within the correct dimensional specifications suggesting the failure mode was not manufacturing related. It is possible that the suture thread either became stuck within the patient's anatomy or was cut off due to an unknown procedural event. Based on the information provided, photographic evidence, examination of the returned product, and the results of our investigation a definitive root cause could not be determined. This failure mode is being escalated per internal processes. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Correction: it was noted during removal of the drain, prior to the endoscopy, the physician released the mac-loc loop with lifting the lock knob with forceps (didn't cut to release the locking loop) and removed the biliary drain. During endoscopy the suture was found in the common bile duct (cbd). After this incident, patient was discharged and doing well. It was also reported the suture fragment was not removed. The endoscopist tried to remove the sutures with forceps but was not able to. (Information was available at the time the initial report was submitted ) additional information: additional information was provided on (B)(6) 2018 stating the following: where was the device placed? In the common bile duct (cbd) where was the access site? Percutaneous transhepatic cholangiography (ptc) what other devices (cook or other manufacturer) were utilized in this case? Neffset concomitant products: neff set. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.